Event description:
The customer reported via phone call that they  were hospitalized on (B)(6) 2022 experienced high blood glucose and diabetic ketoacidosis. Customer¿s blood glucose reading at the time of the incident was 400 mg/dl. Blood glucose level at the time of call was 252 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as nausea, thirsty, urination, thirst, confusion, difficulty in breathing and tiredness high blood glucose value. Customer was treated with insulin pump. Insulin pump passed the displacement test. Auto mode was active at the time of event. No further patient complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.